Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer was hospitalized on (B)(6) 2020 due to high blood glucose for 2 nights. The blood glucose at the time of the incident was 572 mg/dl. The customer was using auto mode function at the time of the event. The customer stated that, the bent cannula was contributing to her high blood glucose. The insulin pump will not be returned for analysis.